Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) lead exhibited variable impedance measurements up to greater than 2000 ohms. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which again noted that the patient was on hospice care due to pancreatic cancer and therefore the device therapy had been programmed off. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received which noted that isometrics and pocket manipulation were performed which did not reproduce any impedance changes or noise. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that elevated threshold measurements and intermittent capture were observed. The patient was not rv pacemaker dependent. Impedance measurement changes were also noted. The device outputs were increased and then the longevity of the device was questioned. A request was made to have data from this device analyzed. Data analysis showed there were no indications of a device malfunction; and there were no faults or unexpected resets. The patient was in the hospital on hospice care and the physician will continue to monitor the patient. No adverse patient effects were reported. The device remains in service.